Event description:
It was reported that the colonovideoscope had a scope communication error e315 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address: (B)(6). Customer name: (B)(6) clinic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure of communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter present inside the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign matter present inside the nozzle. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.